Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. Gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the plastic distal end cover had a crack. The device evaluation found that the following parts had a dry brown foreign material: air / water cylinder, suction cylinder, forceps channel port, plastic distal end cover, nozzle, adhesive on the bending section cover, and the connecting tube. The foreign material resembled traces that remain from previous procedures. Additional findings include the following: water tightness was lost due to damage on the right / left / up / down knob, water tightness was lose due to a crack on the scope body, water tightness was lost due to a deformation on the grip, the up / down knob did not move smoothly due to a deformation of the angle shaft, the indication on the flexibility adjustment ring was unclear, the air / water cylinder had no color, the suction cylinder had no color, there was a gap between the color ring and the protector of the control section, water could not be supplied due to clogging of the jet tube, and the light guide lens had a crack. The following device components had foreign objects: control section, scope cover, grip, switch box, switch 1, right / left / up / down knobs, plug unit, light guide cover glass, scope connector cover unit, scope connector case, image guide protector, protector of the universal cord on the scope connector side, and the universal cord. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope distal end was damaged. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found. The following parts had a dry brown foreign material: air / water cylinder, suction cylinder, forceps channel port, plastic distal end cover, nozzle, adhesive on the bending section cover, and the connecting tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.